Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that manually exercising the filter ladder on collimator resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure while troubleshooting for an unrelated issue, the system displayed the error message "error initializing collimator". There was no patient present.